Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.0/+6.0/85 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vault, lens rotation, elevated iop, poor vision, and headaches. Repositioning was performed on (B)(6) 2016 and the surgeon noticed a gradual increase in iop. The lens was explanted on (B)(6) 2017 and exchanged for a shorter lens. The problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.00/+6.0/085 diopter, into the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vault, lens rotation, elevated iop, poor vision, and headaches. Repositioning was performed (B)(6) 2016 and the surgeon notices a gradual increase in iop. The problem is not resolved and a lens exchange is planned.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.0/+6.0/85 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vault, lens rotation, elevated iop, poor vision, and headaches. Repositioning was performed on (B)(6) 2016 and the surgeon noticed a gradual increase in iop. The lens was explanted on (B)(6) 2017 and exchanged for a shorter lens. The problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4). Claim #(B)(4).